Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The physician attempted to treat a 75% stenotic, moderately calcified lesion in the right internal was moderately tortuous. The physician pre-dilated the lesion with a 12mm balloon and attempted to place a taxus liberte 2.50 x 12mm stent. While advancing the stent to the lesion, the physician was unable to cross the lesion. The physician noted resistance while withdrawing the stent, so entire system was withdrawn as one unit. The device was found to have proximal stent strut damage. The procedure was completed using another of the same device. There were no patient complications reported. The patient was listed as being in "good condition."